Event description:
Info received indicates the bed is drifting down. The hi/low drive brake is not holding.

Manufacturer narrative:
The technician replaced the hi/low drive assembly to repair the bed.